Event description:
Boston scientific received information that several episodes of noise were stored as ventricular fibrillation (vf) to this patient's ICD. The noise did not result in delivery of inappropriate tachy therapy. A disk analysis was sent to boston scientific technical services (ts) who suggested the noise was likely due to myopotentials and suggested additional testing. The noise could not be reproduced through provocation testing. A revision procedure was later performed wherein the proximal portion of the lead was explanted and remainder capped and surgically abandoned. No adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the only proximal portion of the lead severed 215mm from the terminal pin was returned. Set screw marks were noted on the terminals, 2 on each. Lead insulation damage was also visualized. The lead passed continuity testing but no other tests were performed. Additional review of the insulation damage revealed trilumen insulation abrasion through to the rs- lumen approximately 202-215mm from the terminal pin. Due to the location and type of damage observed, the insulation abrasion was likely caused by lead-on-lead interaction coupled with movement. This damage is consistent with the clinical observation of noise.